Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient experienced a low blood glucose event while using the ilet system and was advised to follow the 15/15 carbohydrate intake protocol, which the patient understood and followed. Symptoms included hypoglycemia. Outcomes included no reported injury, no hospitalization, and effective mitigation with oral glucose. Investigation included troubleshooting and education provided by support personnel. Investigation of this case revealed no device malfunction reported and no component failure identified, with the cause of the hypoglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.